Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while setting up during rectal high anterior resection, when the power handle was inserted to the shell and the shell was tried to be closed, the secure clip at the bottom was unable to be closed even it was pressed hard. Although the handle was inserted into the shell normally, the shell was replaced with a new product. Thereafter, the shell was closed normally, and the device worked. The event occurred during the procedure, but the product was not used for patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the power shell was unable to be closed. The bottom clip of the clamshell was bent and had cracks along the plastic. Due to the described condition, functional testing was precluded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. The returned shell has noticeable cracks around the edge of the bottom latch. It can be concluded from testing done by r<(>&<)>d that these cracks suggest the bottom latch was damaged by force after the molding process. There are no fixtures at the north haven assembly stations that would cause this deformation. Most likely, this happened at the supplier. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.